Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. When switching on the system, the data monitor remains dark, and the host computer started manually. Upon troubleshooting, fse found there was a problem with the host pc. Fse replaced the host pc and its hard disk. Then, fse found software installation was faulty and ghost-image was failed. Fse reinstalled system software, configured system, performed generator, detector calibration and created data backup. After repair action system was working in a good condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. It would get stuck displaying the philips logo. The device was outside of clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.